Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported certas valve (ID 828811pl) was implanted due to hydrocephalus. The valve would not move from setting 1, after several attempts to reprogram. Therefore, the valve was removed and replaced on (B)(6) 2026. The patient is currently stable.